Event description:
I started using byte which is an online website where you can order an impression kit, and then start your aligners journey. Unfortunately, they go through synchrony bank and that's who I used for credit. I was paying and then stopped due to them not fitting properly, my teeth not having any changes, them never sending out my 2 box to continue the treatment, etc. I ran into so many problems and I didn't think to pay for something that doesn't meet their own requirements. I have reached out to synchrony, but that wasn't really worth it because I just got a package stating they can't do anything about it I owe *x, y, and z* amount and I need to contact byte. When I reached out to byte I have yet talked to a human, and the emails seems like there's no point in trying. I need help.